Event description:
Health professional reported left side extracapsular rupture, capsular contracture baker grade I (breast softness and shape are normal). "Presence of an effusion/lymphoraea and pain, but no lymphadenopathy. Folds, waves, rotation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphedema.